Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the implant had only been semi successful since implant, as they were only able to get one of the "probes" implanted and couldn't get the second one in, so therapy had been a marginal issue all along. Caller then said patient was in a vehicle accident and lost their controller a couple months ago, but now needs an MRI and patient no longer has a controller. Caller asked if there was a way for patient to meet with a rep to help charge the implant and turn implant off for the MRI instead of buying a new controller through sunmed as that would be the only reason to get the new controller, was for the MRI since patient was going to have the implant removed. Caller said the implant hasn't been charged in over two months, but that wasn't really a big deal since therapy did so little anyways and not having implant charges wasn't really a big loss. Agent redirected to doctor to contact a rep for possible assistance (agent did not promise rep could help charge up for MRI) and to address MRI eligibility/possible MRI eligibility form. Caller then said the last doctor patient saw that had any knowledge of the implant switched offices and they hadn't been able to get in to see that doctor, so patient had to switch practices. Caller also mentioned that patient had not seen a representative since the beginning of this year.